Event description:
It was reported that a patient with bilateral temporomandibular joint prostheses implanted approximately two decades earlier experienced multiple infections over approximately six months and was informed that fixation screws were loose. An infectious disease physician reportedly believed the device was the most likely source of infection. The patient is currently seeking assistance from a new surgeon; however, no further intervention has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3 - event date - unknown date in november 2025. D6a - implant date - unknown month and date in 2004. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b7; g3; h6.